Event description:
The customer reports that the screen will blink but then doesn't turn on. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of unit¿s screen blinks/does not turn on. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.